Event description:
It was reported that on (B)(6) 2022, the patient developed sustained supraventricular arrhythmia which needed cardioversion or medication.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed wound dehiscence on (B)(6) 2022. A computerized tomography (CT) scan and a culture test were used; no evidence of infection was identified. Vacuum assisted closure (vac) therapy was used and it resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had atrial fibrillation and that the patient¿s blood pressure dropped during the event. The patient also had a history of arrhythmia pre-left ventricular assist device (lvad) and was implanted with an implantable cardioverter-defibrillator (ICD) prior to the lvad. The patient was treated with cardioversion. The arrhythmia was also not determined to be device or therapy related. The arrhythmia ultimately resolved after drug therapy. The patient developed wound dehiscence on (B)(6) 2022, from their heartmate ii to heartmate 3 pump exchange on (B)(6) 2022. A computerized tomography (CT) scan and a culture test were performed and there was no evidence of infection identified. A re-operation was performed, and a vacuum assisted closure (vac) therapy was used. The vac therapy resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia and wound dehiscence as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.